Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the telemetry device has no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The customer was provided repair/replacement information. The customer declined repair/replacement and requested that the device be scrapped. The device was removed from service. No root cause cannot be determined as the device will not be returned for evaluation. H3 other text : see h10.